Manufacturer narrative:
One cadd® cadd-ms® 3 pump was returned for analysis. The customer's reported problem was "stuck at 1 mg not able to move up or down". The customer's stated problem was verified as a result of the pump going into an error. The device displayed error 121. The motor is faulty causing this error and preventing the device from advancing. The motor was replaced.

Event description:
It was reported that a cadd® cadd-ms® 3 ambulatory infusion pump was "stuck at 1mg not able to move up or down". It is unknown if there was patient involvement.

Manufacturer narrative:
Additional information received that this event occurred during testing and there was no patient involvement.